Event description:
Customer reported that his blood glucose was so high that he has to go to the ER to be treated. Customer stated that he wore his insulin pump during an x-ray. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.